Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v387365, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
A manufacturing representative (rep) reported that the patient was having a tined lead removed so that they could have an MRI. There was no initial issue with the device; however, when doing so the lead broke and now the patient had an electrode still stuck in the body. The rep inquired if the patient would disqualify from MRI guidelines if the electrode was left in the body. The issue occurred on the day of the report. The patient's relevant medical history includes interstim-other. The rep later reported that the physician tried to dig the electrode out and was unable to. He closed leaving the electrode in place and was going to recommend the patient to see a neurosurgeon to see if they could remove the remaining lead.